Event description:
This rv lead was implanted on (B)(6) 1998 and remains implanted at this time. A product experience report stated that during a recent follow up on (B)(6) 2015 via a home-monitoring an isolated rv lead impedance measuring >2000 ohms was noted. During this time a provocative manuevers were satisfactory and an x-ray did not show any potential problem. However, on (B)(6) 2015 they noticed again a further cluster isolated raised of rv lead impedance. The physician was dr. (B)(6) at (B)(6) hospital in united kingdom. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).